Event description:
It was reported that during a hip arthroscopy procedure using a quantum ii controller, the unit blew a fuse and could not be powered back on. The procedure was instead completed using a competitor's device. There were no significant delays or patient complications reported as a result of this event.